Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips misfired. Clips were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did device not feed clips into the jaws? If yes, did clip feed sideways or not advance fully into the jaws? No. Did device not fire clips (jammed)? Yes. Did device fire malformed clips? Yes. Did device fire scissored clips? Yes. Did device drop or eject clips? Yes. Was cholangiogram done on procedure? No. How was the case completed? Clips were used until not needed.